Event description:
Reporter alleged when inserting a new test strip drum and changing the batteries, the blood glucose monitoring device began to smoke and the display became discolored. Reporter stated she could smell a burning smell. Reporter indicated there was no injury or harm so no treatment was given. A request was made for the return of the suspect device and replacement product was sent.